Manufacturer narrative:
Correction: f10 patient code "stenosis" was inadvertently not added during the mfgr. Report # 2015691-2020-10374 follow up 2 submission.

Manufacturer narrative:
Correction: b3. Additional information: b3, b7, h6 and h10. Section h10: the valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Additional information provided by the hospital medical records indicated two years and two months post valve implant tte showed no pvl, no central ai, a mean aortic gradient 21mmhg, thickened leaflets with somewhat restricted motion, moderate mr and mac. Three months later the patient was readmitted for chf and recent pancreatic cancer diagnosis with metastasis to the lung. The patient was treated for a possible uti and was scheduled to start radiation in the next few days. The patient was started on diuretics for the chf. Echo showed severely depressed lv function and a mean gradient of 38mmhg highly suggestive of a prosthetic valve stenosis. No medical recommendations for treatment were provided in the records. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification in this case, the cause of the stenosis two years and two months post valve implant cannot be confirmed. However, may be due to patient factors (natural progression of valvular disease process, dm, pancreatic ca, tobacco use) or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the complaint event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately two years post implant of a sapien 3 valve, the patient was thought to have developed thrombosis and was prescribed eliquis. However, during the last six months her gradients have increased from 21mmhg to 38mmhg. The patient is now believed to have moderate aortic stenosis and is being considered for coumadin and/or a valve in valve procedure.